Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of device. The visual inspection and functional evaluation of the sample had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the thread broke as the nurse was loading the needle and the suture would not come out of package easily and required force. There was no patient involved.